Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 1204mg/dl. The customer stated that his infusion set was removed at the emergency room and the cannula was completely bent. The customer stated that the insulin pump did not alarm no delivery. After receiving the tubing clamp the high pressure test was performed and the insulin pump alarmed, but did not beep. The customer also stated that the display is scratched and hard to read. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.